Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-8770-02-ru, 5.0mm, drl bit, cannulated, reusable, with unknown batch number, was received for investigation and upon visual inspection, it was observed that a part of the shaft is broken off (see evaluation pictures 1 - 3). Functional testing was not performed due to the damage of the device. No fragments were returned for evaluation. The most likely cause of the reported failure is user error, such as misaligned insertion and/or prying/leveraging the device during use.

Event description:
It was reported that during an ankle fusion surgery the drill bit tail piece broke while using in ao adapter. No broken part fell into the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.